Event description:
The hcp reported, the patient began experiencing withdrawal following a recent pump replacement. The hcp reported the patient's status was "serious." The drug used in the pump is lioresal (dose and concentration are unknown). The patient was experiencing withdrawal symptoms including a fever of 104 degrees, blood pressure of 220/130 and pulse of 140. The patient had been doing well immediately following the surgery and was going to be discharged to home when the symptoms began. The drug, dose and programming were confirmed but, it was not known if the pump had been primed prior to implant. A 25 mcg bolus was programmed with no patient response. Two hours later a 50 mcg bolus was programmed and the patient's fever was reduced. The patient was receiving benzodiazepines so the hcp did not plan to supplement with oral baclofen. The hcp was considering additional bolus medication being administered by lumbar puncture or through the cap if a catheter dye study was performed. Troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
.